Event description:
It was reported that there was a confirmed motor stall and no recovery in the pump event logs. The motor stall occurred on (B)(6) 2011; no recovery was logged. Per this reporter, the patient did not hear an alarm and had not experienced symptoms. A "small" reservoir volume discrepancy was noted with 5 ml in the reservoir versus the expected 3 ml. When the pump was reinterrogated, a recovery was logged. The patient did not have and MRI on that date, but was in a rehab facility and had an xray.

Manufacturer narrative:
Catheter model # 8709, lot # n079130009, implanted: (B)(6) 2006, explanted: unk

Event description:
Additional information received reported the device system was being used to deliver baclofen.

Manufacturer narrative:
(B)(4).